Event description:
It was reported that the procedure was to treat a 90% stenosed de novo lesion in the left anterior descending (lad) artery with moderate calcification and moderate tortuosity. The 2.5x15mm trek balloon dilatation catheter (bdc) was advanced to the target lesion with resistance due to the anatomy. The balloon was inflated; however, the balloon ruptured during the initial inflation at 3 atmospheres (atm). Therefore, the bdc was removed from the patient, and another trek balloon was used to continue the procedure. There were no adverse events to the patient, and no clinically significant delay in the procedure was reported. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.